Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the tip of the guide wire detached. The 100% stenosed atherosclerotic target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. Resistance was noted while the choice pt graphix guide wire was advanced and while attempting to cross the lesion, the distal tip of the wire detached. A basket device was used to successfully remove the tip which measured approximately 2cm. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).